Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the connector tool properly seated over the lead terminal connector, the fixation knob engaged and the helix fully extended. Visual observation noted that the lead body was twisted clockwise and wavy along the entire length, which was felt to be a result of being over torqued while attempting to extend the helix. The twist remained upon removal of the fixation knob. Analysis noted that the rate/sense coil was kinked, the trilumen insulation on the distal and proximal high voltage lumens were punctured, exposing conductors 29 centimeters (cm) from the terminal pin, separation of the gore-covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the kink in the rate/sense coil. The helix was unable to be extended due to dried blood/body fluid in the mechanism and twist in the lead body.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms during the attempted implant. The lead was explanted and successfully replaced with another lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.